Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient having posterior cervical l aminectomy. It was reported that implants were used during an index posterior spinal fixation and fusion from skull to c7. An additional spinal revision surgery was performed because of fusion failure. No assessment of product, therapy, or procedure relatedness was made by the investigator, sponsor, or cec. Additional information was received that there was no associated malfunction reported.